Event description:
Reporter alleged blood glucose measured 126 mg/dl back to back with a result of 384 mg/dl, when testing was performed 5 minutes apart. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacvement product was sent.